Event description:
During troubleshooting of a low drain volume alarm that appeared on the homechoice (hc) display during initial drain, the nurse revealed that there were some air bubbles in patient and drain lines. The technical service representative (tsr) assisted the nurse to end therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue of low drain volume alarm was confirmed. The cause was determined to be air in patient line. A cause of air was undetermined. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.